Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that there was discoloration of the deep brain stimulation lead near the 4th contact which was found by the surgeon before the lead implant. As the surgeon was not comfortable with the discoloration another lead was used to complete the procedure, resolving the issue at the time of the report. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead kit 3389-40 quad dbs .5mm sp 40cm lot # 0213790901 found no anomalies. The returned {device} passed all {functional} testing in the laboratory. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.